Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of break in aseptic technique and peritonitis. On an unreported date, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6)2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6)2010. On (B)(6)2010, a peritoneal analysis was performed. On (B)(6)2010, the patient began remedial therapy with vencogen (1 gm, daily, IV) and monocef (1gm, daily, IV). Pd therapy was ongoing as well as remedial therapy with vencogen and monocef continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It is unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4)the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.